Event description:
The radio frequency programmer head was returned for evaluation as it had been dropped and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer head to be out of specification on its uplink functional tests, that it needed its cable replaced. The head's label was also missing its backing. The head was to be sent on for repair. (B)(4).